Manufacturer narrative:
The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, there was a slight delay in the start of pre-cleaning, there was an unspecified abnormality with the gas feed button reprocessing accessory, the customer did immerse the endoscope in detergent solution, they wiped the nozzle with clean lint-free cloths/brushes/sponges, and they flushed the nozzle with detergent solution. The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device nozzle. The customer's originally reported issue of poor angulation was confirmed. The following additional findings were also noted: burn marks, cloudy adhesives, scratches, peeled paint, chips, knob play, and water removal ability does not meet the standard value due to the nozzle clog. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the identity of the foreign matter could not be established. Therefore, a definitive root cause could not be identified. This issue is addressed in the instructions for use (IFU) in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: inspection of the endoscope: 9 inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Inspection of the objective lens cleaning function: inspection of the water feeding function. 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens aged. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus representative reported on behalf of the customer that their evis lucera elite gastrointestinal videoscope device had poor angulation. Upon inspection and testing of the returned unit, foreign material was found lodged in the nozzle of the device. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.